Event description:
It was reported that a freestyle libre 3+ sensor did not pair with the ilet bionic pancreas because the user had started the sensor in the libre app instead of the ilet app, resulting in the sensor being in use by another device. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included successful use after the user was instructed to apply a new sensor and initiate it within the ilet app. User support included troubleshooting and user education performed by support. Investigation of this case revealed use error related to initiating the sensor on a non-ilet application, consistent with a pairing conflict between the sensor and the pump system. It was concluded, based on previously established findings for similar reports, that the cause was user error with proper use restored through retraining.